Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels too high for the blood glucose meter to detect. The customer stated that the insulin pump had detached from her body, and she was unable to locate it. The customer stated that she didn't notice anything unusual with the adhesive patch that day. The customer was advised that a replacement insulin pump would be sent to her, but she stated that she would be calling back to provide the mailing address. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.